Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that during a variax distal radius case the screwdriver broke at the tip. It was reported that at the time of breakage the drill guide was not being used. It was reported that a new screwdriver was used to continue the case (surgical delay 1 minute). It was reported that the surgeon attempted to remove the plate and screw in order to realign placement. It was reported that while attempting to remove the screw it was noted the screw was stripped. In order to remove the hardware, the surgeon unwound the screw/plate from the patient. It was reported that a new plate and new screw set were used to complete the case (surgical delay 5-10 minutes).

Event description:
It was reported that during a variax distal radius case the screwdriver broke at the tip. It was reported that at the time of breakage the drill guide was not being used. It was reported that a new screwdriver was used to continue the case (surgical delay 1 minute). It was reported that the surgeon attempted to remove the plate and screw in order to realign placement. It was reported that while attempting to remove the screw it was noted the screw was stripped. In order to remove the hardware the surgeon unwound the screw/plate from the patient. It was reported that a new plate and new screw set were used to complete the case (surgical delay 5-10 minutes).

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.